Event description:
Device remains implanted. High out of range shock impedance noted on (B)(6) 2021. Recommended evaluating lead in person. Device remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
(B)(6) 2023 high shock impedances reported again via home monitoring. Lead remains implanted and is still being monitored. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.